Event description:
Emergency room personnel attended to a pt experiencing heartblock. Pacing therapy was prescribed and pacing electrodes were put on the pt. Reportedly, the electrodes would not adhere to the pt. The electrodes were replaced with a second set and therapy was delivered without incident. The pt was later released from the hospital.

Manufacturer narrative:
The electrodes were returned to physio-control for evaluation. It was concluded for evaluation. It was concluded that a deleterious substance was introduced to the adhesive surface of the returned electrodes after they were mfg and shipped causing low measured adhesion values.